Manufacturer narrative:
(B)(4). The customer reported a selector dial failure during opcheck. No patient involvement or impact was reported. The device was evaluated by a philips field service engineer. The symptom could not be duplicated. Based on the customer's report we are considering this a malfunction. We cannot determine the cause since the symptom could not be duplicated.

Event description:
The customer reported, a selector dial failure during opcheck. No patient involvement or impact was reported.